Manufacturer narrative:
Investigation summary: unconfirmed, no sample received. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. Root cause description: batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Complaint could potentially be related to a loose plunger.

Event description:
It was reported that ultrasafe x225l pr white ssl plunger separated from the device. This was discovered during use. The following information was provided by the initial reporter: spring and plunger came apart. Loose plunger.